Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for 'gel bubbles' with the incident lot was observed. Additionally, one-hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of 'gel bubbles' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was air bubbles in gel. This event occurred 300 times. The following information was provided by the initial reporter. The customer stated: there were "air bubbles in the gel."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was air bubbles in gel. This event occurred 300 times. The following information was provided by the initial reporter. The customer stated: there were "air bubbles in the gel."